Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm masters mitral expanded hemodynamic plus valve was selected for implant. During device preparation, the leaflets were moving normally when tested with a valve measuring device. Post-implant, it was observed that the valve was "stuck." The valve was removed and upon removal from the patient, leaflet function was tested again with normal movement. It was exchanged for a new 25mm masters mitral expanded hemodynamic plus valve, which was successfully implanted. The patient was reported to be in good condition.

Manufacturer narrative:
It was reported that valve leaflets were stuck post implant was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.